Event description:
Customer reported a blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, use 3. The blood leak was confirmed by a positive hemastix result. A new dialyzer and blood lines were set up and the treatment continued. No medical intervention or patient injury was reported by the customer.